Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the cadiere forceps instrument did not rotate correctly. The procedure was completed with no reported patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.